Event description:
The customer reported being hospitalized due to high blood glucose over 600mg/dl. The customer stated that he was vomiting before the event. Troubleshooting was performed. The caller passed out and his family called the paramedics. It was stated that the customer had an open heart surgery, and he has been off the insulin pump for about two weeks. The time, date, and bolus wizard settings were correct. The customer stated that he did not have any alarms that would have caused his insulin delivery to stop, which contributed his glucose level to rise. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.